Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode detected two episodes in one day. In one episode, device therapy was delivered. In the other episode, device therapy was withheld. There was also a report of undersensing. No adverse patient effects were reported.